Event description:
It was reported the programmer pen was very difficult to calibrate even after replacement. The cursor on the programmer screen was several cm away from the touchpoint. The programmer is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis confirmed the reported event; the touch screen was found out of specifications. It was noted there were errors in the programmer update history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.